Manufacturer narrative:
Medical safety/clinical review was completed. The patient presented with a one-day history of shortness of breath, progressing to worsening dyspnea and lethargy. Emergency medical services were contacted, and the patient developed respiratory failure requiring intubation. Upon arrival to the intensive care unit, the patient experienced a tachycardia arrest requiring cardiopulmonary resuscitation and defibrillation with return of spontaneous circulation. The patient demonstrated worsening lactic acidosis, an echocardiogram showing severe pulmonary edema with a left ventricular ejection fraction of 25¿30%, and a cardiac index of 0.9. Troponins were elevated with global wall motion abnormalities and ECG changes concerning for myocardial infarction. Continuous renal replacement therapy was initiated due to worsening renal function and rising potassium levels. The patient was taken to the catheterization laboratory for left heart catheterization and possible impella support. Coronary angiography noted "clean" coronaries; however, due to worsening lactates, a decision was made to implant an impella cp device for mechanical circulatory support (mcs). During impella cp placement, the physician noted concern for abnormal cardiac anatomy and suspected the pigtail may have been positioned near the papillary muscle. Repositioning was attempted; however, the device crossed the aortic valve and was removed. Re-access of the left ventricle was attempted using a v.18 guidewire. Advancement of the impella was unsuccessful due to buckling at the aortic arch/ascending aorta junction, and a kink was noted in the v.18 guidewire. The device was removed, and a new impella cp catheter was successfully placed. Bleeding and oozing were noted at the access site, and a femstop device was applied. It was reported from the physician that a deeper tract was made to ensure perclose sutures were deployed into the artery rather than subcutaneous tissue. It was noted that one of the 6 fr dilators had been advanced relatively deep into the artery likely distorting the arteriotomy and contributing to bleeding. The dissected tract was not repaired prior to or during impella support. Following transfer to the surgical intensive care unit, the patient continued to have worsened lactic acidosis. The patient was escalated to venoarterial extracorporeal membrane oxygenation (ECMO) with the impella used as left ventricular venting on 10/16/2025, which was the next day. Despite this support, it deemed futile, and the patient subsequently expired after withdrawal of care. The first impella cp implant that was aborted due to failure to advance and appears to have been related to the patient's anatomy based on information at hand. This device was successfully replaced and is not believed to be related to the demise outcome. The first impella cp is a malfunction type of reportable event. The second impella cp is related to access site bleeding. Per the physician this was a user-related access site injury with bleeding complication. The patient's demise is most likely due to the underlying condition cardiogenic shock stage e despite the patient's escalation to mcs and elcs (impella cp and ECMO). Care was withdrawn leading to the demise outcome. However, the second impella cp will be reported for the death; the device was in use at the time of expiration. Correction: fields b6 tests/lab data including dates and b7 medical history updated with complete, correct details respectively. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had abnormal anatomy preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant had an impella cp being delivered via the v18 wire (a non-abiomed wire) to the left ventricle for the support of a patient admitted in with acute myocardial infarction/cardiogenic shock. The patient has known systemic comorbidities inclusive of renal failure on continuous renal replacement therapy and pulmonary edema. The pump delivery failed as the wire had kinked and the entire system of wire and pump was replaced. Additional information was received. The pump was discarded in the procedure room as the failure was felt to be from the v18 wire. A new impella was placed as a second pump in the same procedure. The patient was transferred to the intensive care unit. The patient was escalated to extracorporeal membrane oxygenation (ECMO) the following day due to remaining in profound cardiogenic shock. The patient had insufficient flows with ECMO and continuing of care was felt to be futile and therefore, care was withdrawn. They do not allege the delivery failure contributed to the outcome. This complaint is for first pump (serial number (B)(6)) and an additional report will be sent for the second pump as the patient expired (serial number (B)(6)).

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: warnings & cautions: cautions: "dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve." Section: warnings & cautions: warnings: "to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position." "To reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance."